Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they went to the ER because they believed that their implanted device was burning them from the inside out. Caller stated that the following day they had external burn marks on the outside of their body on their legs; caller stated they had not yet looked at their back or near ins site. Caller stated that they were "literally on fire" from their toes and it creeped up to their mid chest. Caller reported their stimulation was currently off; stated they "cut that off." Caller stated that they would like their implant interrogated. The caller was redirected to their healthcare provider to further address the issue.  Patient called again and reported sensation of burning and electrocution from ins site. Pt said they left a message for their rep and were waiting to be seen by their neurosurgeon, but might be months before they can get in. Pt has since turned off stimulation, which helped; they also got ativan from the ER for their symptoms. Pt mentioned they had the implant to help with their crps, and wondered if other people report the same thing.